Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported by a caregiver on behalf of the customer. The customer received unspecified high sensor readings compared to readings from a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced coldness, shaking, a loss of consciousness and was unable to self-treat. A non-hcp provided clementine and milky tea with honey. Emergency services were called and an hcp provided 10 doses of glucose for the customer as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.